Manufacturer narrative:
Additional surgical repair is not specifically labeled in the IFU. Migration and endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Specifically, the IFU states the devices intended for patients with iliac distal fixation site greater than 10mm in length. Incomplete sealing may increase the risk of migration. Initial repair was performed in (B)(6) 2008. Follow-up in (B)(6) 2010 determined the presence of a type 1b endoleak because of proximal migration of the contralateral leg. Intervention to place an additional iliac leg was performed in (B)(6) 2010 and the endoleak was resolved. Patient anatomy and insufficient sealing at the distal fixation site likely resulted in graft migration and subsequent endoleak. The complaint correspondence indicated that the sealing zone was short and difficult, but suitable for evar. Without additional information or imaging, we are unable to comment on the patient's suitability for evar. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2008. The patient's left common iliac artery was short but barely suitable for the procedure. A mainbody and two iliac legs were placed and the procedure was completed without endoleaks. At a follow up on (B)(6) 2010, a distal type I endoleak due to upward migration of the contralateral (left) left graft was confirmed. On (B)(6) 2010, another leg graft was additionally placed and the leak was solved. The patient is doing fine after the procedure.